Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient that had experienced peritonitis subsequently passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized at the time of death. It was not reported if therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. It was not reported if the patient was recovered from the peritonitis at the time of death. The cause of death was reported to be due to cardiac disease and cardiac arrest and it was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported three days prior to receipt of this report the patient was hospitalized for an unknown indication. Three days after admission the patient experienced the peritonitis event. On an unreported date, patient began treatment with cefazolin 1 gram (route, frequency and duration not reported) and ceftazidime 1 gram (route, frequency and duration not reported) for peritonitis. At the time of this report the outcome of this peritonitis event was unknown. Extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.